Event description:
Additional information received via email. Event date was updated from unknown to 01-july-2024. No other details provided.

Manufacturer narrative:
Other text: b3, b5, d10 and h3, updated. D3, g1,2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit failed its annual preventative maintenance (pm) inspection as it was not within specifications on the CPAP flow control. The "15 lpm reading was in the low 20's and the 35 lpm was 45-47lpm. No patient involvement.

Manufacturer narrative:
One device was received for investigation with the tidal volume knob bouncing. The device was functional tested. The test found that the device was out of tolerance. The function switch is no longer operating as intended. The function switch will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.